Event description:
During profyle combo surgery, a screw head of 2.3mm screw pass through a hole of compression plate when surgeon was inserting the screw. The screw was inserted at a steep angle.

Manufacturer narrative:
If additional information becomes available, it will be provided on a supplemental report. Device will not be returned.